Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alert alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm(s). Customer states they are able to rewind the pump. Self test failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.